Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('many patients had to be explanted') in an unknown number of female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("extreme fatigue"), musculoskeletal disorder ("musculoskeletal disorders"), nervous system disorder ("neurological disorders"), vertigo ("vertigo "), visual impairment ("decreased vision "), alopecia ("hair loss ") and tooth loss ("loss of teeth"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, fatigue, musculoskeletal disorder, nervous system disorder, vertigo, visual impairment, alopecia and tooth loss outcome was unknown. The reporter considered alopecia, fatigue, medical device removal, musculoskeletal disorder, nervous system disorder, tooth loss, vertigo and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('many patients had to be explanted') in an unknown number of female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("extreme fatigue"), musculoskeletal disorder ("musculoskeletal disorders"), nervous system disorder ("neurological disorders"), vertigo ("vertigo "), visual impairment ("decreased vision "), alopecia ("hair loss ") and tooth loss ("loss of teeth"). The patients were treated with surgery (essure removal). At the time of the report, the medical device removal, fatigue, musculoskeletal disorder, nervous system disorder, vertigo, visual impairment, alopecia and tooth loss outcome was unknown. The reporter considered alopecia, fatigue, medical device removal, musculoskeletal disorder, nervous system disorder, tooth loss, vertigo and visual impairment to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.